Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Event description:
The sales rep reported that the patient underwent a revision to release a distal catheter that had curled / tangled up in the patient¿s abdomen. After the catheter was released, the flow resumed and the issue seemed to be corrected.